Manufacturer narrative:
A review of the manufacturing documentation associated with lot 335059 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the 5x120 smart flex stent was released about two-thirds of the way through, the conveyor/outer sheath fractured with the y-valve portion of the posterior end. The outer sheath was not separated from the y-valve prior to use. There was no reported injury to the patient. The surgery was a lower extremity arterial procedure. The product was stored and handled per the instructions for use. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The separation did not occur while advancing towards the lesion. There were no anomalies noted when a device was removed from the packaging. There was nothing unusual noted about the stent delivery system prior to use. There were no anomalies noted during prep of the device. There were no difficulties noted during prep. The device was not inserted through a stopcock. The intended lesion was in the superficial femoral artery (sfa). The lesion did not have any calcification. Just enosis was noted to be 50% at the lesion. The vessel was not torturous. The lesion was not at the bifurcation. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing the system towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion. The device and packaging will be returned.

Manufacturer narrative:
As reported, after the 5x120 smart flex self-expanding stent (ses) was released about two-thirds of the way through, the conveyor/outer sheath fractured with the y-valve portion of the posterior end. The outer sheath was not separated from the y-valve prior to use. There was no reported injury to the patient. The surgery was a lower extremity arterial procedure. The product was stored and handled per the instructions for use. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The separation did not occur while advancing towards the lesion. There were no anomalies noted when a device was removed from the packaging. There was nothing unusual noted about the stent delivery system prior to use. There were no anomalies noted during prep of the device. There were no difficulties noted during prep. The device was not inserted through a stopcock. The intended lesion was in the superficial femoral artery (sfa). The lesion did not have any calcification. Stenosis was noted to be 50% at the lesion. The vessel was not torturous. The lesion was not at the bifurcation. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing the system towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion. The device and packaging will be returned. Two images were received for review. Two identical pictures related to the ¿smart flex 5x120 vas, 120cm¿ were reviewed. In both images the proximal section of one smart flex is shown. The unit observed in the pictures presents a separated condition of the outer sheath from the hub. No other outstanding details were observed in the attached pictures. The device was then returned for analysis. A non-sterile unit of ¿smart flex 5x120 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing the following conditions: the device was fully deployed, and the stent was not retuned for analysis. The outer sheath presents a separated condition located approximately 128cm from the distal tip. Two kinks were observed located approximately 117 and 119cm from the distal tip. The hemostasis valve was returned closed. No other outstanding details were observed. Functional testing was not performed due to the outer sheath separation and kinked condition. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was evaluated observing the separated material presented evidence of elongations on the edges. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot 335059 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was not confirmed as the unit was returned fully deployed, and the stent was not retuned for analysis. The reported ¿outer sheath separated¿ was confirmed. However, the exact causes of these events cannot be determined. Device analysis concludes the device was induced to events that exceeded its material yield strength prior to the separation of the outer sheath. Additionally, elongations and kinks were evident on the returned device. Therefore, based on the information available for review it is like handling and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after the 5x120 smart flex self-expanding stent (sds) was released about two-thirds of the way through, the conveyor/outer sheath fractured with the y-valve portion of the posterior end. The outer sheath was not separated from the y-valve prior to use. There was no reported injury to the patient. The surgery was a lower extremity arterial procedure. The product was stored and handled per the instructions for use. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The separation did not occur while advancing towards the lesion. There were no anomalies noted when a device was removed from the packaging. There was nothing unusual noted about the stent delivery system prior to use. There were no anomalies noted during prep of the device. There were no difficulties noted during prep. The device was not inserted through a stopcock. The intended lesion was in the superficial femoral artery (sfa). The lesion did not have any calcification. Just enosis was noted to be 50% at the lesion. The vessel was not torturous. The lesion was not at the bifurcation. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing the system towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion. The device and packaging will be returned. Addendum: two images provided: showing the unit observed in the pictures presents a separated condition of the outer sheath from the hub.